Manufacturer narrative:
The customer stated the issue has been resolved but was unable to provide any further information. Based on the data provided, the investigation did not identify a product problem.  The cause of the event could not be determined.

Event description:
The initial reporter received questionable calcium results for two patient samples from the cobas 6000 c501 module. Sample 1 initial result was 5.0 mg/dl and the repeat result was 8.1 mg/dl. Sample 2 initial result was 5.8 mg/dl and the repeat result was 8.3 mg/dl. The questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.